Event description:
It was reported that the bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter, translated from chinese to english: while making her rounds in the ward, the nurse on duty noticed a noticeable slowdown in the drip rate of the IV line in the patient's infused limb, sometimes only dripping every few seconds. She immediately went forward to inspect the line. She checked for any kinks or pressure in the line. After adjusting the patient's arm position, the drip rate didn't improve. She then inspected the puncture site. There was no swelling or exudate around the puncture point, and a small amount of blood was seen returning from the line when the line was withdrawn, ruling out the possibility of needle obstruction or dislodgement from a blood vessel. The nurse then focused on inspecting the IV connector (a needleless connector). She discovered significant resistance when squeezing the tubing, preventing fluid from flowing smoothly. A closer inspection revealed slight leakage at the connection between the connector and the tubing. The connector felt loose when rotated, lacking the tight fit it normally feels. She attempted to flush the tubing with saline, but found significant resistance when injecting, further confirming that the IV connector was faulty.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
A mz1000 china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25025396. The feedback provided by the customer states that, "slight leakage marks where the connector joined the IV line. Rotating the connector felt loose, lacking the normal secure engagement." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25025396 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.